Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on google pixel 8a (android 16) with mmt1884 780g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced.the software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that bonding and pairing keys are fully generated and managed by the android operating system. The minimed mobile app has no control over this process or access to the keys. As a result, the app cannot back up or prevent android from removing these keys, requiring users to manually repair their medical devices when keys are lost. Issue is not with mmm appto assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list delete the mobile's sn from the pump's paired devices list reset app preferences (phone's settings then go to apps, three dots upper right) uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on google pixel 10 pro (android 16) with mmt1884 780g pump (software version 6.60u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the app logs we can see pairing attempt on dec 18 which failed because of unfinished bonding procedure. We can see bonding appears to have failed due to 30 seconds timeout which appears to be caused by the user not confirming the pairing on the system dialog which appears twice. On some android devices 2 confirmation notifications will be present on the device screen for about 5 seconds and after that period system will hide notification. But it can still can be found in the notifications shade by swiping down from the to of the screen. User has 30 seconds in total to confirm 2 notification prompts. Issue confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: ensure both pairing prompts are accepted helpline informed team that issue was resolved from patient side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 3.1.0) installed on google pixel 8a (android 16) with mmt1884 780g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, medtronic found that bonding and pairing keys are fully generated and managed by the android operating system. The minimed mobile app has no control over this process or access to the keys. As a result, the app cannot back up or prevent android from removing these keys, requiring users to manually repair their medical devices when keys are lost. Issue is not with mmm app. To assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (phone's settings then go to apps, three dots upper right). Uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6101.